Event description:
According to the report, a packing error was identified whereby an incorrect implant size was erroneously packaged with labeling inconsistent with its actual size. As a consequence, a surgical delay of approximately 15-20 minutes occurred.

Manufacturer narrative:
Please note the corrections made to the d9/h3, h3, h6 (device & component code): the complaint could was not confirmed, indeed the product was returned for evaluation, but it does not matches the alleged failure. The device inspection revealed the following: visual examination of the received products shows that the returned parts (stem and head) are mounted together. Furthermore, the parts show no visual damage. Furthermore, the stem turned out to be the problem here because it was manufactured incorrectly, for more information see other pr. Quality assurance engineering reviewed the received information and noted: I checked the diameter, and it is within spec, as the part is united with the other part, I cannot take it out to check any other dimension. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
According to the report, a packing error was identified whereby an incorrect implant size was erroneously packaged with labeling inconsistent with its actual size. As a consequence, a surgical delay of approximately 15-20 minutes occurred.

Manufacturer narrative:
Device is not available for evaluation as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted in the patient.